Manufacturer narrative:
The screw was examined under magnification. The transitional threads where the diameter of the screw tapers from the shaft diameter to the locking portion of the screw threads are bright silver and deformed. The damage is consistent with a screw thread stripping while being inserted into a plate. Additional mdrs associated with this event: 3025141-2017-0259: screw 2; 3025141-2017-0260: screw 3; 3025141-2017-0261: screw 4; 3025141-2017-0262: driver.

Event description:
During an orthopedic surgery, four screws and a driver broke.